Manufacturer narrative:
Device investigation revealed a damage to the conductive link as might be caused by minute device mobility. The problems described in the patient report appear to match the damage found. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The patient reported that he was no longer able to hear with the device. The device has been explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported that he was no longer able to hear with the device. The external components were exchanged but the issue was not resolved. There were no reports of accident or trauma to the implant site.